Event description:
Found while performing daily test. According to the reporter, the device will not power up. There was no patient involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up on ac power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.